Manufacturer narrative:
The field service representative (fsr) inspected the instrument and noted dark spots on the temp optics board; no fuses were blown. Both the main power supply, processing module (part number a-30103383-02) and circuit board, temp-optics controller (part number a-90001090-01) were replaced during the service visit which resolved the issue. The instrument service history review for serial number (B)(6) revealed no additional issues of loud noise, burning odor and smoke emitting from the module due to parts. A review of tracking and trending for the alinity I, the main power supply, processing module, and the circuit board, temp-optics controller did not identify any trends related to the complaint issue. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The alinity ci series operations manual contains adequate information for troubleshooting the observed issue. The 2025 ul certification indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke, observed was limited to the main power supply, processing module and circuit board, temp-optics controller; the smoke did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial (B)(6), main power supply, processing module, or the circuit board, temp-optics controller was identified.

Event description:
While performing cal/qc after completing daily maintenance on the alinity I processing module, the customer reported hearing a loud pop, like the sound of a heavy box dropping, followed by a burnt odor. Around 22:25¿22:30, another technician entered the lab and observed smoke coming from the rear of the analyzer and rising toward the top. The customer noted that the odor intensified after opening the back panel to check for soot, where a small amount of burnt residue was found at the base of the silver panel near the sample pipettor. The customer then powered off and unplugged the instrument. No harm or injuries were reported. There was no impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
While performing cal/qc after completing daily maintenance on the alinity I processing module, the customer reported hearing a loud pop, like the sound of a heavy box dropping, followed by a burnt odor. Around 22:25¿22:30, another technician entered the lab and observed smoke coming from the rear of the analyzer and rising toward the top. The customer noted that the odor intensified after opening the back panel to check for soot, where a small amount of burnt residue was found at the base of the silver panel near the sample pipettor. The customer then powered off and unplugged the instrument. No harm or injuries were reported. There was no impact to patient management or user safety reported.